Manufacturer narrative:
Block d2b: product code: additional product code qon block d10: model number/catalog number: 1201 serial number: (B)(6) batch/lot number: al1u611050 model/catalog description: tined lead unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of patient problem/medical problem was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient implanted with this neurostimulator (ins) wants it removed because they do not use it anymore. Additionally, the patient was having inconsistent results. They had testing done with their urologist and primary care provider and discovered they had some changes in their diagnosis and new health issues. The patient had surgery to explant their neurostimulator and tined lead. The patient stated all went well. They had it removed due to a new diagnosis and health issues that are unrelated to the device.